Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for follow-up in clinic. It was noted that left ventricular (lv) lead exhibited inadequate capture. It was also noted that the lead had dislodged. Lead dislodgement was confirmed via diagnostic imaging. The lead was explanted and replaced with new lead. Patient condition was stable.